Event description:
The user facility reported that during gastroscopy, a forceps could not pass through the instrument channel of the fujifilm endoscope. The procedure was completed using another endoscope. The user facility further reported that during reprocessing, a fragment of the biopsy valve was found in the instrument channel of the scope. There was no report of pt harm.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The instruction manual of the subject device describes as warning that a valve could be damaged and damaged portion may fall off if a forceps is not inserted or withdrawn properly. The exact cause of the reported phenomenon could not be determined. However, improper operations by the user cannot be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.